Manufacturer narrative:
H.6. Investigation summary: customer reporting a sample-patient association problem. In reviewing the customer database, it was determined that all of the patient accession numbers had been archived, which could have caused issues when attempting to associate a patient to a sample. Unable to determine why all of the customer's accessions had been archived. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " sample-patient association problem."

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " sample-patient association problem"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.